Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer reports # 3005099803-2008-1859 for the second device. In 2005, it was reported to boston scientific corporation, that a procedure using an ultraflex covered ng esophageal stent occurred. According to the complainant, on the first stent the suture broke upon deployment. The device was removed and a second ultraflex covered ng esophageal stent was used to complete the procedure. The second stent was deployed, but did not fully expand; the device "folded at the top." The physician left the stent in place and will perform a dilatation if it does not fully expand. There were no complications and the patient's condition was reported as "fine."

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A visual examination revealed that the suture thread was broken and a restriction noted at the point from which the crochet suture was being released. An attempt to retract attached suture thread failed due to the restriction. It appeared that the crochet thread was crocheted through the retention suture of the stent.